Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the mildly calcified and 90% stenosed artery causing the reported failure to advance and subsequent material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: code 4582 no clinical signs, symptoms or conditions.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was treat a mildly calcified de novo left anterior descending artery that is 90% stenosed. Pre-dilatation was performed with a 2.0x12mm non-abbott balloon at 12 and 14 atmospheres. A 2.75x23mm xience prime was attempted to be advanced; however, failed to cross and the shaft separated. The device and the separated portion were retrieved by simply removing the entire assembly. Another unspecified stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.